Manufacturer narrative:
The customer reported complaint for the platform displayed a "reposition patient" message was confirmed during archive data review and functional testing. Load cells were found defective likely as a result of damage sustained due to mishandling as seen in the physical damages of the top cover and the front enclosure observed during visual inspection. Visual inspection was performed and found damaged top cover and the front enclosure as a result of user mishandling. To remedy the damage, the top cover and the front enclosure need to be replaced. The autopulse platform is a reusable device. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. Upon customer approval, the damaged parts will be replaced. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(4)) displayed "reposition patient" message. The patient was repositioned and the platform was powered off, however, the customer was not able to clear the error message. No known impact or patient consequence was reported.